Event description:
A malfunction was reported, identified by code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was informed they could continue using the pump and to report if any issues reoccur.